Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred for the wearable with the serial number (B)(6). However, data for the wearable with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: type of investigation ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.